Event description:
It was reported that the catheter shaft broke. The more than 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft broke while advancing to the target site. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was folded. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 21.9cm distal from the strain relief. A kink was also evident in the hypotube at 19cm distal from the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found a kink in the midshaft extrusion, located at 1.5cm proximal to the port. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The more than 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft broke while advancing to the target site. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.